Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system and could not confirm the reported issue. A system checkout was performed and the system is working as intended. The software investigation found that they could not determine the probable cause without further information because the behavior could not be replicated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the first screw went in, they noticed about 1 cm lateral inaccuracy. The site used flouro to assist and continue the case but did not abort navigation. The health care professional (hcp) thinks the frame did not have good purchase and probable moved. There was less than an hour in delay in the procedure. No impact on patient outcome.